Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted for essential tremor and movement disorders reported that they had an infection and implant the "last end week" in (B)(6)2016. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted for essential tremor and movement disorders reported that they had an infection and the implant was removed the "last end week" in (B)(6) 2016. No further complications are anticipated.